Event description:
Pt was treated with balloon kyphoplasty for a painful osteoporotic fracture of t6, t8, and t10. While filling the void created in the t6 vertebral body, the treating physician noticed movement of the bone cement into the spinal canal. An immediate laminectomy was done to remove the extravasated bone cement from the spinal canal. The physician subsequently completed the kyphoplasty procedures at the other levels without further difficulty. In a follow-up, two weeks post-operative, the pt was doing quite well, her back was improved, and her neurological status was normal.